Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(6).

Event description:
Medtronic legal received information regarding insulin pump had critical pump error alarm from the attorney of the family. In (B)(6) 2020 customer was using a medtronic minimed insulin pump. On (B)(6) 2020 the customer stated that they had critical pump error alarm. It was reported that they had performed tests and was passed. The customer also stated that the blood glucose was higher with the new insulin pump. The insulin pump will not be returned for analysis.